Event description:
It was reported that during placement of the left ventricular (lv) lead the guidewire caused perforation of the right ventricular (rv) wall. The condition of pericardial fluid retention was soon stabilized. The guidewire that caused perforation at the time of implantation was removed. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.